Event description:
It was reported that during a meatotomy, there was a ¿rupture of the tip of the forceps during the intervention. Impossible to recover the tip, which remained in the left sphenoidal sinus. Obligation to perform another surgery.¿ the instrument broke during a second cut in a thick part of the sphenoid bone. ¿this surgery [to recover the fragment] is yet to be planned. The fragment does not represent a threat for the patient's health but forbid the use of an rmi in the future. The patient is in good health.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that the tip of the active part broke from the rest of the instrument. The fragment has not been returned and could not be removed during the surgery. However, it is not a danger since the sphenoid bone makes an inert cavity. It will be removed during another surgery. An observation under microscope allowed to determine that the instrument broke on the suction tube because of a constraint in flexion. No manufacturing or material defect has been detected. The cause of this breakage cannot be determined with absolute certainty. It may come from excessive constraints due to the use on too hard tissues. The IFU nt078 stipulates that the user should not "force an instrument; breakage or failure of the instrument could occur, resulting in possible harm to the patient or user". Considering the age of the instrument - five years - this breakage may also be due to the wear of the suction tube. These elements let reasonably think that this breakage is related to the use of the instrument. Method: microscopic inspection. Results: fracture problem.